Event description:
Pt had drain sutured during rectosigmoid resection. Drain removed on 1/9/96 and tubing "fractured" at suture site; remaining retained portion removed during second exploratory lap. Discharged from hosp 1/10/96; no injury.